Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a symmetrical, calcified native tricuspid valve, a pre-implant dilation was performed using a 20 mm non-medtronic (vasc) balloon. The valve was fully deployed in an adequate position. An angiogram revealed regurgitation. The implant team elected to perform a post dilation using a 22 mm non-medtronic (vasc) balloon. As a result of the post dilation, the valve dislodged up towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Eval code method; eval code result product analysis: no device was returned; however, two procedural images and seven media files were submitted for review. The patient summary was not provided for anatomical review. Fluoroscopic inspection of the valve load was provided, and it was a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed. Valve depth assessment was performed in the cusp overlap view with a depth of approximately 5mm on the non-coronary cusp (ncc). Depth assessment was attempted in lao projection; however, parallax was present at the inflow level of the valve. Thus, accurate depth assessment at the left coronary cusp (lcc) was not possible due to parallax. Per medtronic best practices, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll left anterior oblique no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. In this case, proper depth assessment at the lcc was not confirmed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A possible root cause of the dislodgement is aortic calcification, but this could not be determined from the limited information available. However, other potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). In this case, image review illustrated proper depth assessment at the lcc was not confirmed. Upon final release, the final position of the valve appeared to be very shallow with a constrained inflow portion of the valve frame. The valve dislodged to the level of the sinus of valsalva after the post-implant bav. Per medtronic best practices, post-implant bav must be carefully considered due to the risk of dislodgement, particularly when the final depth of implantation is 1mm. The valve dislodged to the level of the sovs after the post implant bav. The valve was snared to the ascending aorta and a non-medtronic valve was implanted. Thus, the likely contributing factor is use related. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A moderate pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. In this case, the patient was reported to have a calcified native tricuspid valve, moreover the implanted medtronic valve positioning was deemed inadequate. Both factors are likely contributing factors to the pvl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with a symmetrical, calcified native tricuspid valve, a pre-implant dilation was performed using a 20 mm non-medtronic (vasc) balloon. The valve was fully deployed in an adequate position. An angiogram revealed regurgitation. The implant team elected to perform a post dilation using a 22 mm non-medtronic (vasc) balloon. As a result of the post dilation, the valve dislodged up towards the aorta. A second transcatheter valve was implanted. No additional adverse patient effects were reported. Additional information was received which reported that regurgitation reported on angiogram was moderate paravalvular leak (pvl).

Manufacturer narrative:
Additional information was received which reported that regurgitation reported on angiogram was moderate paravalvular leak (pvl). Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.